Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause and type of foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was determined that it was likely, the ultrasound gastrovideoscope exhibited foreign material adhering to the scope. There was no patient involvement.

Event description:
It was observed during the device evaluation, that the ultrasound gastrovideoscope exhibited foreign material adhered to the nozzle and forceps elevator wire, as well as foreign material exiting the distal end. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added: d9 (date returned), h2, h4 corrected fields: b5, h3, h6 (type of investigation and investigation findings), h11 based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material remained in the device because reprocessing could not be properly completed due to a leak that was identified during inspection. Olympus will continue to monitor field performance for this device.